Manufacturer narrative:
Continuation of medical devices: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004 explanted: (B)(6) 2011 product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 28-sep-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine and dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and other non-malignant pain. The date of the event was approximately (B)(6) 2010. It was reported that right before pump replacement the pump ran out of medication. One month before he was scheduled for replacement the patient experienced withdrawal symptoms. The patient noticed a bump on his spine. The patient does not recall when it was noticed. The patient did not experience any falls or trauma. The patient mentioned it to general practitioners several times and he was told that there was not any concern, no diagnostic tests were performed. The patient went to hospital due to overdose and was hospitalized. The hcp at the hospital told the patient that the pump was set to deliver extremely high doses. Per the patient, this was not mentioned as a concern when he received refills. The pump was replaced. During the surgery it was noted that the catheter was all bunched up in the area and disconnected from intrathecal space in his spine. The catheter was replaced the same time the pump was replaced. The surgeon tied the catheter differently to prevent the issue from happening again. The situation was resolved when the patient had replacement surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient and manufacturer representative (rep). It was reported that patient was supposed to get pump refilled in (B)(6) but never made efforts to do so. Pump reading on (B)(6) 2011 showed elective replacement indicator (eri) with 1 month left. It was not discovered until pump replacement surgery that catheter was bunched up and disconnected. The rep reported alarm heard and also confirmed by telemetry. The health care professional reported the battery was end of service (eos). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.